Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited scope displaying lines and black image. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection based on the results of the investigation, it is likely the following led to the malfunction: trace to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.